Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the umbrella of a 5mm angiogaurd rx emboli capture guidewire system could not be released after it was in place and could only be removed from the patient. It was state that "after tearing off, the umbrella body was found to be stuck to the release sheath." It is stated that the body of the product was a little warped. There was damage to the filter basket. The filter was a little warped and it is stated that it does not feel like it's securely attached. There was no reported patient injury. The target vessel was the internal carotid artery. The target had mild calcification, moderate tortuosity, no acute or bifurcating angle. There was a stenosis of 80% and was not a chronic total occlusion (cto). There was no thrombus present prior to, at, or after the lesion site. The lesion was pre-dilated prior to stent implantation. There was sufficient space allowed between the lesion and the filter basket to prevent interaction between devices. Both proximal and distal markers were positioned distal to the lesion being treated. The device was used in a carotid artery stenosis surgery. The vessel had about 80% stenosis and was slightly tortuous. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the umbrella of a 5mm angioguard rx emboli capture guidewire system could not be released after it was in place and could only be removed from the patient. It was stated that ¿after tearing off, the umbrella body was found to be stuck to the release sheath.¿ it is stated that the body of the product was a little warped and it was stated that it does not feel like it's securely attached. There was damage to the filter basket. There was no reported patient injury. The target vessel was the internal carotid artery. The target had mild calcification, moderate tortuosity, no acute or bifurcating angle. There was a stenosis of 80% and was not a chronic total occlusion (cto). There was no thrombus present prior to, at, or after the lesion site. The lesion was pre-dilated prior to stent implantation. There was sufficient space allowed between the lesion and the filter basket to prevent interaction between devices. Both proximal and distal markers were positioned distal to the lesion being treated. The device was used in a carotid artery stenosis surgery. The vessel had about 80% stenosis and was slightly tortuous. A non-sterile ¿rx/5mm basket diameter/180cm¿ was received for analysis. The returned components were the deployment sheath, the capture sheath, and the ecgw system. The rest of the components were not returned for analysis. The filter is captured with the ecgw system inserted in the capture sheath. The unit is fully deployed. No other outstanding details were observed on the returned part. Functional analysis was not performed because the filter is already captured in the capture sheath. The filter basket area was magnified with a vision system to perform the evaluation. As a result of this inspection no anomalies or damages were observed on the filter struts or on the membrane walls. A product history record review of lot 35270437 was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan and that there were no anomalies during the manufacturing. The failure reported by the customer as ¿delivery system~deployment difficulty-unable¿ was not confirmed, the unit was returned deployed with the filter basket in the capture sheath. The failure reported by the customer as ¿filter basket~damaged¿ was not confirmed, the filter basket does not present with any damages or anomalies. The exact cause of the reported events could not be conclusively determined during the analysis; however, handling factors may have been contributing factors. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿while gripping the torque device in one hand and the coil dispenser in the other, pull on the wire until the basket is completely docked into the tip of the deployment sheath. When completely docked, approximately half the filter basket will still be visible out the end of the deployment sheath. Remove the last anti-migration clip. Open the torque device. While gripping the torque device in one hand and the proximal end of the guidewire in the other, pull the wire through the torque device until the proximal end of the deployment sheath hub engages the torque nut. Lock the torque device onto the guidewire; ensure the deployment sheath hub remains engaged with the torque nut. Pull the wire and deployment sheath out of the dispenser coil. The deployment sheath is now prepped and ready for use¿ based on the product analysis and phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.